Event description:
Clinical report states that patient was returned to surgery after post-op xrays obtained in the pacu revealed a linear femoral shaft fracture that extended distally beyond the tip of the stem. Cables were placed, followed by protected weightbearing postoperatively.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that patient was returned to surgery after post-op x rays obtained in the pacu revealed a linear femoral shaft fracture that extended distally beyond the tip of the stem. Cables were placed, followed by protected weight bearing postoperatively. Doi: unknown dor: unknown (hip). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.